Manufacturer narrative:
Concomitant medical product: guiding catheter (55 cm sheathless pv, asahi intecc)guidewire (non cordis). The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the saber percutaneous transluminal angioplasty (pta) balloon catheter was attempted to be used in the lesion in the superficial femoral artery but the balloon ruptured at 4 atmospheres (atm) during its initial inflation and leakage of contrast media was confirmed. There was no reported patient injury. The saber pta balloon was then replaced with an unknown balloon catheter of the same size. The ivus checked the lesion and a smart stent was implanted, and the procedure was completed. A saber pta, which was stored in a hygiene-managed storage, was taken out from its tray and inspected. There were no anomalies confirmed. A non-cordis guiding catheter was inserted from the common femoral artery to make a cross-over approach and was delivered to the lesion in the superficial femoral artery. A non-cordis guidewire crossed the lesion and an intravascular ultrasound (ivus) checked the lesion that had diffuse calcification. The saber pta was inserted with no confirmed issues regarding the balloon set up. Slight resistance was felt when it crossed the lesion. A non-cordis indeflator inflated the balloon, however; the balloon ruptured at 4 atm during its initial inflation and leakage of contrast media was confirmed. It was then replaced with an unknown balloon catheter of the same size. The saber pta was removed from the patient. The device will not be returned for inspection due to it being discarded per hospital regulation.

Manufacturer narrative:
Additional information was received via email and section (description of event) was updated in the first paragraph below. As reported, the 2x200mm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter was attempted to be used in the lesion in the superficial femoral artery (sfa) but the balloon ruptured at four (4) atmospheres (atm) during its initial inflation and leakage of contrast media was confirmed. The saber pta balloon was then replaced with an unknown balloon catheter of the same size. The ivus checked the lesion, and a smart stent was implanted, and the procedure was completed. There was no reported patient injury. A saber pta, which was stored in a hygiene-managed storage, was taken out from its tray and inspected. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. There were no anomalies confirmed. A non-cordis guiding catheter was inserted from the common femoral artery to make a cross-over approach and was delivered to the lesion in the superficial femoral artery. A non-cordis guidewire crossed the lesion and an intravascular ultrasound (ivus) checked the lesion that had diffuse calcification. The target lesion had mild tortuosity. The saber pta was inserted with no confirmed issues regarding the balloon set up. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. Slight resistance was felt when it crossed the lesion. The catheter was in an acute bend. A non-cordis indeflator inflated the balloon, however; the balloon ruptured at 4 atm during its initial inflation and leakage of contrast media was confirmed. It was then replaced with an unknown balloon catheter of the same size. The same indeflator was used successfully with other devices. The saber pta was removed from the patient intact. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17681662 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, lesion characteristics (diffuse calcification with mild tortuosity) and procedural/handling factors (slight resistance was felt when it crossed the lesion) most likely contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.